Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right ventricular (rv) lead connected to this implantable cardioverter defibrillator (ICD) was oversensing the atrial signal. The oversensing led to inappropriate anti-tachycardia pacing (atp) and tachy shock delivery. Additionally, pacing inhibition was observed that resulted in greater than two seconds of asystole. Boston scientific technical services (ts) reviewed x-rays of the system and noted that the rv lead was placed high on the septal wall. Ts discussed that this position was likely the reason for the oversensing. Reprogramming or a revision to reposition the lead were recommended. The physician is currently considering various treatment paths for this patient but no decisions regarding this system have been made. This ICD and the rv lead remain in service. No adverse patient effects were reported.